Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified artery. A 3.00mmx15mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, upon inflating the balloon to nominal pressure, the balloon ruptured. The procedure was completed with a same size non compliant balloon. No patient complications were reported.